Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.  The complaint was deemed as MDR reportable therefore a submission will be performed.  Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system - dual port 24 ga 0.75 in experienced needle through catheter during introduction. The following information was provided by the initial reporter: material no. 383541 batch no. Unknown. It was reported that there was a material puncture. No health consequences or impacte2401 - insufficient informationa041001 - material puncture / holeb01 - testing of actual/suspected devicec21 - results pending completion of investigationd14 - no problem detected. Event details was pulled from ¿health canada¿s medical devices online databases".